Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. The pump indicated a data log corruption. Customer reported blood glucose level was 495 (mg/dl) with large ketones. The contact stated the customer had insulin on board and they would monitor the customer's bg level before delivering another correction. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. Follow up with the customer confirmed the customer's bg level had returned to target and the ketones were no longer present.